Manufacturer narrative:
Hologic field "servicerivce" engineers and applications specialists supported the customer through decontamination of the affected instrument. Decontamination protocol have been provided to the customer. Decontamination activities cleared the contamination event per customer testing. The source of the instrument contamination was not confirmed. Upon discovery of the contamination, customer indicated that all positive samples were subject to retesting using a non-hologic method.

Event description:
On (B)(6) 2022, customer reported to hologic technical support that the laboratory may have possible contamination and customer suspected false positive results from worklist (B)(6) on the panther instrument sn (B)(4). Customer used sars-cov-2/flu multiplex assay lot 311640. Hologic field service engineer went to the site and confirmed that the laboratory had a sars-cov-2 positive contamination. Hologic reviewed the logs and noted that 78 of 95 samples returned a sars-cov-2 positive result. Initial results of samples tested on (B)(6) 2022 were not reported by the customer due to the high positivity rate. The suspected 78 positive samples were retested with an alternate (non-hologic) method. The customer has indicated that, according to their retesting activities, no false positive results have been reported as a result of this incident. Results of retest confirmatory testing was not provided by the customer to hologic.